Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The product was returned for analysis and the reported damage was observed. Iol returned positioned incorrectly in the iol case, the iol is caught in the lens case locking mechanism resulting in gross optic and haptic damage. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic is cracked/fractured and scratched/marked-rejectable with loose fibers & particulate. We are unable to determine the root cause for the reported complaint "broken". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and one haptic. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) that was broken. Additional information was requested.